Manufacturer narrative:
The technician replaced the mattress foam topper, fire barrier and ticking to repair the bed.

Event description:
Info received indicates the mattress ticking and fire barrier is breaking down and there are some blood spots in the mattress.